Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report #1627487-2015-06387. It was reported the patient was experiencing ineffective stimulation. X-rays taken confirmed the patient's scs leads migrated and were no longer covering the intended location. Surgical intervention took place on (B)(6) 2015 at which time the patient's physician repositioned the patient's leads as they were still fully functional. Effective stimulation coverage was reportedly restored postoperative.